Event description:
It was reported that the pump was implanted in 1997. During a recent refill, high residual volume was noticed. The physician assumed a reduction in flow, so the pump was explanted and replaced. There were no pt complications.